Event description:
A report was received that the patient was experiencing discomfort as his ipg was tilted. The patient underwent a pocket revision wherein the physician moved the battery. The physician did not know the exact cause of the tilt in the ipg. The patient was doing well postoperatively.